Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and the text was discolored. The contrast was adjusted and did not improve the display screen appearance. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a gradual display (dim/fading/color spectrum) issue. It was reported that the screen is dim on the pump and is difficult to read in bright light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.